Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Main investigation conclusion: evaluation of the submitted log files confirmed pump stop events consistent with an electrostatic discharge (esd) event; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported right heart failure and patient outcome, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 7:01:08 to (B)(6) 2021 at 8:08:00. On (B)(6) 2021 at 10:35:45, the pump stopped and was associated with com a fault, com b fault, low pump current, pump stop, low speed advisory, low flow, and low speed hazard controller fault flags and lvad off, low speed advisory and low flow alarms were active. The pump was stopped for approximately 4 seconds and restarted at 10:35:49. Following the pump restarting, low speed advisory faults and alarms and (f68) rotor_displacement lvad fault flags were captured until the pump rotor speed returned above the low speed limit of 4800 rpm approximately 1 second later. Additionally, low flow faults were captured until calculated flow was above the low flow threshold of 2.5 lpm approximately 5 seconds after the pump restarted. The pump stop event is consistent with an electrostatic discharge (esd) event. Excluding these events, the pump operated at the set speed for the duration of the captured data. The lvad event log file contained data from (B)(6) 2020 at 22:17:20 to (B)(6) 2021 at 8:09:03. There was a total of 10 pump reset events on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The pump reset events were associated with sw_reset, rot_displ, not_initialized, and scia lvad live faults and appeared to be due to esd events. After each pump reset, the pump continued to operate as expected. The only other events captured (not related to the pump resets) were lvad_opc events, which indicate a speed change likely due to a pulsatility index (pi) event. Other than during the esd events, estimated flow ranged from 2.8-4.9 lpm. No other atypical lvad faults were captured. Per additional information, the patient expired on (B)(6) 2021 due to right heart failure. No additional information was provided. Multiple attempts to gather additional information was attempted; however, none was provided. The patient expired on (B)(6) 2021. No product is available for investigation. In the event that (B)(6) is returned, this investigation will be reopened. The heartmate 3 lvas IFU and patient handbook provide information regarding electrostatic discharge and warn the user to avoid activities that could create static electricity. These documents additionally warn that static discharge could cause the pump to stop. Additionally, these documents describe all alarm conditions as well as the appropriate actions associated with them. Additionally, this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Section 1 entitled ¿introduction¿ lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist device. The patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook rev. C is currently available. Section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. This document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 01sep2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a concern following device interrogation which indicated low flow/low speed advisories and a subsequent pump stop. The event was self-limiting and the parameters were within normal limits. Per nursing, there were no audible alarms to denote within the event and no apparent cause of the event. The patient was admitted with heart failure exacerbation and fluid overload. Technical services reviewed the log file and observed one pump stop on (B)(6) 2021 from 10:35:45 to 10:35:48. This type of behavior has been linked to a potential electrostatic discharge which temporarily caused the pump to stop and then restart. This pump stop only lasted for 3 seconds. It was reported that the patient passed away (B)(6) 2021 due to right heart failure.